Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 60 instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. Nonintuitive motion was observed during in-house testing. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform white 60 reload. No failures were observed during the log review. Additional observation not reported by site: the housing was removed, and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. A gritty friction is observed when the main tube is manually rotated.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler was moving opposite of the surgeon's command. The procedure was completed as planned with no reported injury.